Manufacturer narrative:
Product ID 37746, serial# (B)(4); product type programmer, patient product ID 39565-65, serial# (B)(4), implanted: 2012 (B)(6); product type lead. (B)(4).

Event description:
It was reported that there was a hematoma. The patient had developed an epidural hematoma. It was noted that the manufacturing representative was present for the procedure and noted it seemed everything had gone well. The battery was turned on the day after the procedure. It was noted that in the process of discharging the patient; the patient had begun to lose mobility in his legs. The situation may have resulted in partial or full paralysis. It was later reported that the patient had not been seen or talked to post-surgery. Additional information received reported that there was placement of the spinal cord stimulator in a location which caused paraplegia; penetration of the dura during the surgery which inflicted direct trauma to the patient¿s spinal cord. Paralysis was noted on (B)(6) 2013 post surgically. It was noted that there was failure in removing the spinal cord stimulator in a timely matter upon discovery of paralysis. It was further noted that there was failure in relieving spinal cord compression on (B)(6) 2013. The patient was in a paraplegic state with no use of lower extremities and attendant bowel and bladder functions. It was noted that the patient¿s injuries were permanent and the patient had chronic intractable pain, spasticity, neurogenic bowel and bladder, sleep impairment, impaired mobility, and other residual medical complications which cause the patient pain, anxiety, and severe limitation in the patient¿s ability to function and care for himself.